Event description:
It was reported that the customer experienced low blood glucose levels while in the hospital taking a magnetic resonance image. The blood glucose reading was 30 mg/dl. The customer stated that she did not recall any significant events leading to the event. She stated that when she was done with the magnetic resonance imaging process, she retrieved her insulin pump from the locker and thought it was too much trouble to put back on, so she decided to wait to put the device back on when she arrived home. She observed an infusion set cannula which came out previously. She noted that there was possible seizure activity in the brain and did not recognize people while at the hospital. She was unsure whether the incident was related to diabetes. Upon inspection, it was found that the reservoir showed the same amount of insulin as on the status screen. She said that she may have had a stroke. She was advised to consult her doctor regarding the low blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.